Manufacturer narrative:
Manufacturing site: (B)(6) hailand, registration number: (B)(4). While the reported guide wire is currently marketed in the us under the brand name asahi gladius mongo 14 es with the model number ap14r324p, the device is marketed in some areas outside the us under the brand name asahi gladius mg14 pv es with the model number pp14r204p. Investigation result: the reported gladius mg14 pv es guide wire was returned with its distal fragment for investigation. The polymer jacket of the returned gladius mg14 pv es was found fractured at approximately 20mm distal to the proximal solder (set at 30mm from the wire tip to fix the outer coil onto the core wire). The outer coil of the guide wire was found stretched and fractured at approximately 30mm distal to the proximal solder. The polymer jacket of the gladius mg14 pv es guide wire was removed for observation of the fracture ends of the inner coil, and core wire on the proximal side. Microscopic observation found that the inner coil was fractured at approximately 20mm distal to the proximal solder. The core wire was found fractured at approximately 23mm distal to the proximal solder. The distal fragment of the guide wire was found with its outer coil proximally stretched for approximately 8mm from approximately 7mm from the wire tip and fractured. The polymer jacket was found intermittently left on the outer col. The ball tip was found at the very distal end of the guide wire fragment. Observation by scanning electron microscope (sem) of the outer coil, inner coil, and core wire fracture ends of both of the proximal side and distal wire fragment found that both of the outer coil fracture ends were twisted and necked, likely caused by torsional stress and tensional stress generated as the coils got straightened. The inner coil fracture ends of the proximal side had necked strands. The inner coil fracture ends of the distal wire fragment were twisted and necked, likely caused by torsional stress and tensional stress generated as the coils got straightened. Both of the core wire fracture ends of the proximal side and distal wire fragment were found necked with dimples due to tensional stress. Measurement of the returned gladius mg14 pv es guide wire suggested that the core wire was fractured at approximately 7mm from the wire tip, the inner coil was separated together with the polymer jacket at approximately 10mm from the wire tip, and the outer coil was stretched from approximately 15mm distal to the proximal solder and detached at approximately 13mm from the wire tip. It was suggested that the entire subject gladius mg14 pv es guide wire was returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that repeated tensional-compressional stress generated with guide wire manipulation might have been locally accumulated to the distal segment of the subject gladius mg14 pv es guide while the distal segment of the guide wire had been caught by the heavily calcified segment. Consequently, the core wire got fractured. As withdrawal attempts were made subsequently, the inner coil and outer coil were stretched and separated together with the polymer jacket. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the returned device was too severely damaged to rule out that the polymer fragment was left in situ. It was also concluded that removal of the wire fragment by making a small incision in the vessel was an additional surgical treatment and therefore a health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - the coil section is especially fragile, so do not bend or pull it more than necessary. [Otherwise, the guide wire may be damaged.) - always advance and withdraw the guide wire slowly. - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a moderately angulated heavily calcified chronic total occlusion (cto) in the left popliteal artery. A guiding sheath was used and guide wire manipulation was performed antegradely, without successful lesion crossing. Distal puncture from the posterior tibial artery (pta) was performed. An asahi gladius mg14 pv es guide wire was used with an ichibanyari pad2 60cm catheter, when a fracture was recognized with the gladius mg14 pv es guide wire. The use of the guide wire was discontinued. A small incision was made in the vessel near the location where the wire fragment was left in situ to successfully remove the fragment. A new guide wire was used to successfully revascularize and complete the procedure.